Event description:
The surgeon performed a total laparoscopic hysterectomy, which was completed without incidence. The instruments were discarded ater the case, because no known complications were known at this time. The pt returned to the hospital for a repair to the bladder. Due to the device having been discarded during the tlh, it is unk whether the device was at fault, but a 3/4 of an inch thermal spread to the bowel and bladder was subsequently reported. The pt spent 5 days in the hospital with a resection and is now recuperating at home.

Manufacturer narrative:
The device has been discarded and as a result, a determination cannot be made at this time. Multiple attempts to obtain further info from the hospital have been unsuccessful, and if further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.